Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that when the act and esc buttons were pressed the display would go blank or come back. Customer reported of removing insulin pump while at the beach. Customer's blood glucose was 70 mg/dl. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with corroded lcd board and corroded motor home switch. All of the buttons are responding properly; the keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications, the insulin pump was monitored and no blank display anomalies were noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.